Event description:
It was reported that during a hepatectomy procedure, the tip of the device broke. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.